Event description:
It was reported that the right atrial (ra) lead was found to be dislodged during a follow-up check. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing on the lead. The analyst noted that p-waves were at a maximum of 13.375 mv the week of (B)(6) 2015 and in the same week, at a minimum of 1.0 mv. The analyst commented that average p-waves remained lower at approximately 1.5 mv throughout the remainder of the record.